Event description:
Ortho doctor administered shot number 2 of 3 shot procedure into my right knee. Within 2 hours of injection, my knee swelled tremendously and quite painfully. I was unable to walk or even bend my knee for the next week without great difficulty and assistance. To this date, my knee remains affected. This med should be banned!. Synvisc - shot #2 of 3. Diagnosis: osteoarthritis.